Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and after all release criteria was met the physician released the closure device into the laa of the patient. Shortly after releasing the device, the closure device migrated proximally in the laa of the patient. The physician attempted to snare the closure device with the was but was unsuccessful. A new was then attempted to be used but during the exchange the transseptal access was lost. Transseptal access was regained, and a non-boston scientific sheath was placed to snare the closure device. This sheath was too long and replaced with a different non-boston scientific sheath. While this was ongoing the patient experienced a pericardial effusion with cardiac tamponade, and their blood pressure dropped. The physician performed a pericardiocentesis and drained 20cc of blood from the patient. The patient required compressions after the loss of pressure and rhythms and a temporary pacemaker was placed. The patient was then brought to have open heart surgery where the closure device was removed, the laa of the patient was clipped and a maze procedure was performed. The surgery went well, and the patient is doing well.